Event description:
Becker system connected to patient and the system was leaking at the port proximal to the patient. The nurse practioner changed over the system to a new one, doctors aware and new drain in place.